Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) cassette had a crack in it. This issue was observed during setup when the hc alarmed. The patient was not connected. The renal therapy service agent (rtsa) had the caregiver (cg) cycle power on the homechoice and remove the cassette. The crack was discovered when the cassette was removed from the hc. The rtsa advised the cg to start therapy over with new supplies. There was nothing unusual found during troubleshooting that would cause or contribute to the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The reported condition was not verified. An additional issue of loose excess sheeting was noted on the cassette. Should additional relevant information become available, a supplemental report will be submitted.